Event description:
It was reported to medtronic neurosurgery that following the implantation of their device, the patient was in stable condition. According to the report, the patient¿s condition deteriorated over the next five days and that they then underwent a revision surgery. The report states that the device was found to be occluded and that it was replaced. The patient¿s condition was reported to have improved following the revision of the device.

Manufacturer narrative:
The returned catheter was patent, and met the requirements for leak testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was later reported that prior to the revision of the device, the patient was in an unconscious state due to a sharp rise in their csf pressure. (B)(4).